Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information, assisted the caller with resetting the pump, and advised continuing pump use. The caller was instructed to call back if the malfunction code recurred, which it did not.